Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic during a follow-up with shortness of breath. Loss of rv capture and decreased sensing was noted. The patient will be scheduled for lead explant.